Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm 101. This occurred during drain cycle 1 in peritoneal dialysis therapy. A high drain alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. The technical services representative assisted the patient in troubleshooting the alarm. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A device history record review was conducted and revealed no abnormality was observed during the manufacture of the device. Review of service history revealed no failures or problems that were the same as, or similar to, the reported event. There was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should the device or additional relevant information become available a supplemental report will be submitted.